Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed lesion was moderately tortuous with no calcification. After a non bsc guidewire and guidecatheter were used, the lesion was predilated with a 2.5x15mm maverick2 balloon. Immediately after predilation the lesion was only 10% stenosed. The physician implanted 4 taxus liberte stents at the left anterior descending, left circumflex, and left main coronary arteries. A 2.5x15mm quantum maverick monorail balloon was used to post dilate at the left anterior descending artery. On the first inflation the balloon was inflated for 5 seconds to 18 atmospheres. The physician found that the balloon would not inflate any further and removed it from the guiding catheter. He found the balloon had burst. He used another 2.5x15mm quantum maverick balloon to post dilate the lesion. Patient status is listed as stable with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.